Event description:
The customer contact reported device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical department with a report of the device alarming with a s321 malfunction alarm code. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. No additional info was provided.

Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. The device did not pass the power up test and confirmed the device alarmed with a s321 (motor error-pmc, left malfunction alarm code. The probable cause of the s321 malfunction alarm code was a broken mechanism assembly. The device mechanism has been received investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.